Manufacturer narrative:
One controller was not returned for evaluation. Analyses could not be conducted or reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (no power alarm sound failed during smr upgrade) was not confirmed since the controller was not returned. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) update the controller "no power" alarm did not sound. The patient denied using excessive force or dropping the controller. The controller was exchanged with no consequence to the patient. No further information was provided.